Manufacturer narrative:
The device was returned to the MFR for an investigation. The investigation found that the cannula was dirty and smelled of oil. The rear motor assembly flex strip had heat damage and was replaced. The device was returned to the customer.

Event description:
It was reported that oil and debris were coming out of the handpiece after it was cleaned. There were no adverse consequences or pt involvement.